Event description:
This report is being submitted to update the additional MFR narrative field following return of the product.

Manufacturer narrative:
This device has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this product was part of a system revision due to infection. The product was explanted and no new system has been implanted at this time. There were no additional adverse effects reported.